Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display screen had frozen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed customer complaint: programmer powers up with 8702 error and link electronic module (lem) printed circuit board (pcb) damaged; component loose. Replaced and calibrated lem. Replaced nylon lem support standoff and screw. Broken eco handle support. Replaced lower handle support. Reconfigured hard drive, reloaded and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.